Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had called complaining that their battery was not holding charge and it was taking up to 6 hours to charge the ins. The rep interrogated the ins battery and noted that the patient was charging routinely and getting an average of 8 coupling bars per session. The rep provided the patient with additional education on placement and coupling bars. The rep suggested getting more of a battery charge at the end of chargingsessions and charging more frequently; the rep stated that the patient would charge more often and keep the ins battery at 50%. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.